Manufacturer narrative:
(B)(4). Eval results: stent graft misplacement, conical aortic neck with angulation, user did not recapture the tip. Eval conclusion: conical aortic neck with angulation, user did not recapture the tip.

Event description:
An endurant abdominal stent graft sys was implanted in a pt for the endovascular treatment of a 4.2 cm abdominal aortic aneurysm and a 2.6 cm common iliac aneurysm. The aortic neck was 20 mm long, conical in shape with a diameter of 20 mm at the renal arteries and a diameter of 24 mm at 6 mm below the renal arteries, and an angulation of 45 degrees. Vessels were reported to be moderately tortuous and moderately calcified. It was reported that when removing the delivery sys, the physician did not recapture the tip, and consequently, the stent graft was pulled down 7 mm. The tip caught on two of the bare suprarenal springs, which bent the springs and caused two hooks to get caught on each other. There was no endoleak. No intervention was performed to correct the misplacement of the stent graft or the entanglement of the hooks. No clinical sequelae were reported, and the pt is fine.